Event description:
The event is reported as: the customer alleges that the blue balloon leaked. The failure occurred prior to intubation. No report of a pt injury or delay in treatment.

Manufacturer narrative:
From the picture it was observed a "balloon leaking prior to intubation." No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product et tube, sher-I-bronch, rs, 37 fr, lot# 01e1200438 was manufactured on 05/24/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed a "balloon leaking prior to intubation", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available at the time of this report. Teleflex will continue to monitor and trend relating complaints.